Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed, and the drawer was unable to recover. A field service engineer (fse) identified that the smart remote manager (srm) was double clicking. The bus cable was reseated, and the srm was cleaned out. The grease was applied to resolve the issue, and a functional test was performed to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary system refrigerator was failed to recover and user was unable to access refrigerated medications. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary system refrigerator was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.